Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported or able to be subsequently ascertained. Although this event has not been attributed to the device, atricure is reporting this event under 21 cfr part 803.

Event description:
It was reported on (B)(6) 2018 that a (B)(6) female patient underwent an off pump sub-x convergent procedure with left atrial appendage management. Patient was not anti-coagulated during the procedure, and the surgeon did extensive ablations of the left atrial posterior wall. A transesophageal echocardiography performed prior to procedure confirmed no clot in left atrial appendage. Surgeon noted the patient was having significant pericardial and pleural adhesions. A small amount of bleeding was noted while the surgeon attempted clear the adhesions. During the procedure, the patient was in af and at the end of the procedure the surgeon cardioverted the patient. The patient was transferred to the ICU. Later that evening they attempted to extubate and wake the patient up, when they realized that she had suffered a stroke and was unable to move her right upper and lower limbs. The patient had a CT scan which confirmed a stroke and a clot in her internal carotid artery (in her brain) which was removed. Currently the patient remains in the ICU, she is responsive but unable to move her right upper and lower limbs to command. This event is a procedure related complication. There was no reported device malfunction.